Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead was sensing noise. The patient was asymptomatic. No changes were made and there were no consequences to the patient.

Manufacturer narrative:
Corrections: d6a; implant date changed to (B)(6) 2009 from (B)(6) 2022.